Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis. The usm was analyzed and the reported problem was confirmed and replicated. In the system logs, the error 319 was found indicating a communication fault on the usm rolling loop cable, confirming the fault occurred in the field. Visual inspection revealed that the rolling loop fiber was shredded inside the spar, consistent with the reported event. When installed on a golden system, the usm triggered error 319 during power-up, replicating the failure. The usm was subsequently tested on a patient side cart fixture test platform, where the check all boards test failed on the axes controller carriage (acc) and the fiber test failed on the rolling loop fiber. Once the testing was completed, the rolling loop cable was tested and was verified to be the source of the fault. The probable root cause is attributed to communication errors caused by a faulty rolling loop fiber cable located on usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted general incisional hernia surgical procedure, the customer reported to intuitive surgical, inc. (Isi) technical service engineer (tse) that universal surgical manipulator (usm) arm 2 was illuminated in red and frozen and a non-recoverable fault #319 error was showing on the system. Tse reviewed the logs and found that the error was pointing to the outer part of the instrument arm. The customer was educated on how to use the usm arm as a three-arm procedure. Usm arm 2 was disabled to complete the procedure. No patient injury reported. Isi followed up with the initial reporter and obtained the following additional information: the usm arm 2 was abandoned in use and the procedure was completed as a three-arm procedure. No patient injury or harm.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and ready for use. As of the date of this report, the usm has not yet been received by intuitive surgical, inc. (Isi) for evaluation.